Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of polyflux 140h had an external dialysate leak. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available. No additional information is available.

Manufacturer narrative:
H3: the actual sample was returned for investigation. The visual inspection with the naked eye did not observe the reported condition. A leak test of the dialysate side was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.